Event description:
It was reported to philips that the system had boot up issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had boot up issue. The fse analyzed the logs which showed the extension board was failed. Upon functional testing, the fse found intermittent problem with the extension pcb. The cause of the clea extension board failure could not be conclusively determined by the supplier's part analysis however, the replacement of the clea extension board by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.